Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture representative inspected the imaging system onsite and confirmed the reported issue. The power conversion assembly was causing the imaging system batteries to run down. The representative replaced all batteries and the power conversion assembly. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect parts have been returned to the manufacturer for evaluation, however results are unavailable at this time.

Event description:
A manufacturer representative reported that while outside of a procedure, the image acquisition system (ias) and mobile view station (mvs) on the imaging system would not power on. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis on the batteries for the imaging system was completed by medtronic personnel. Testing found that the batteries had a low voltage. Testing on the power conversion enclosure was completed by medtronic personnel. Testing found that the power from the motor switch was not operating as designed and out of specifications.